Event description:
It was reported that the healthcare provider (hcp) was doing a dye study (B)(6) 2013 to check for a possible catheter issue. The patient was in the hospital the night prior, so they were ruling out any issues. The pump was delivering dilaudid and marcaine. It was later reported that the patient had back pain and an MRI was being done. It was later reported that a dye study was done and no issues were seen. No revision or replacement was planned. The patient was doing fine per the physician.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot # n298124, implanted: (B)(6) 2011, product type accessory; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).